Event description:
A hospital in (B)(6) has reported that an rt104 adult dual-heated breathing circuit caused the mr850 respiratory humidifier to alarm. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product that is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer for evaluation. The complaint breathing circuit was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: no visible damage was observed on the returned complaint device. The heater wire resistance test identified the complaint breathing circuit to be within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: no fault was found with returned breathing circuit. All breathing circuits are electrically tested during production and those that fail are rejected.